Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products : 5554-53 lead, implanted: (B)(6) 2002, 5054-48 lead implanted: (B)(6) 2002. (B)(4).

Event description:
About two weeks after the implant procedure, it was reported that the left ventricular lead had elevated threshold. An x-ray was done and no change in positioning was noted, but lead displacement could not be ruled out. The lead's output was reprogrammed and it remained in use. About one year later, pacing failure was reported. Elevated threshold was noted again, but determined to be related to the patient's disease progression. The lead was repositioned and remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.